Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -8.0/2.0/88 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed within the same surgery and later replaced with a shorter length lens due to excessive vault. It was reported that the problem resolved. Unknown was reported to be the cause of this event.